Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display screen was dim and discolored. The distributor also reported that there were ink spots in the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: when the pump was powered up the display screen was blank. When the pump was opened for inspection the display screen was found to be damaged. A test screen functioned normally when it replaced the damaged display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.